Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event was due to the ventilator in the internal battery was not charging. The fsr performed troubleshooting and found fuse (f301) blown in the power supply assembly. After replacing the internal batteries and fuse, the issue was resolved. The fsr let the ventilator run for over an hour alternating between ac and battery power and performed the operational verification procedure. The fsr reported the unit meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit did not switch to battery power when being disconnected from the wall a/c power. The customer reported the ventilator went inoperable and alarmed when they disconnected the device from wall a/c power. The customer reported the patient was quickly moved and placed onto another ventilator. The customer reported there is no patient consequence associated with the event.